Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the 1.0mm cruciform scrwdrvr blade w/spring holding slv-hxc (part # 314.482/ lot # l654189) was received at us cq. The distal tip of the device was broken, no fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. The overall complaint was confirmed for the received 1.0mm cruciform scrwdrvr blade w/spring holding slv-hxc as the distal tip was broken. Although no definitive root-cause can be determined its possible the device experienced unintended forces such as over torque. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 314.482; lot number: l654189; part manufacture date: 06-dec-2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the cruciform screwdriver blade with spring holding sleeve, hex coupling was noticed broken. The issue was discovered during inspection of the variable angle hand set tray. There were no patient and surgical involvement. This is report 1 of 1 for complaint (B)(4).